Manufacturer narrative:
Device evaluated by manufacturer: an icepearl 2.1 cx 90 degree needle ((B)(6)) was returned to boston scientific complaint investigation site for analysis. Visual inspection of the exterior of the needle was performed and no abnormalities were noted. The needle was connected to the icefx console, and a two-minute confidence test was performed. The test performed normally. A five-minute freeze in gel was performed to analyze ice ball formation. It was noted that the ice ball formation looked normal and resulted in an ice ball that measured approximately 19mm x 43mm, which is within specification for the icepearl 2.1 cx 90 degree needle. The device passed the two-minute confidence test, produced an ice ball of sufficient size. The reported frost was not confirmed.

Event description:
It was reported that there was ice forming on the length of the needle. An icepearl 2.1 cx 90 degree needle was selected for a cryoablation procedure. The needle tested without any problems; however, during the first ablation of the treatment, the ice formed along the needle and on the plastic cover. The needle was replaced with another needle, and there were no patient complications. The patient condition was stable following the procedure.

Event description:
It was reported that there was ice forming on the length of the needle. An icepearl 2.1 cx 90 degree needle was selected for a cryoablation procedure. The needle tested without any problems; however, during the first ablation of the treatment, the ice formed along the needle and on the plastic cover. The needle was replaced with another needle, and there were no patient complications. The patient condition was stable following the procedure.